Event description:
It was reported that the patient's heart rate did not increase during effort. The patient had complaints of fatigue, malaise and thoracic pain. The device was reprogrammed from ddd 50 bpm to dddr 60 bpm. The device remains in use. The patient in enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2013. A 407658 implantable pacing lead, (B)(6) 2013. A 419688 implantable pacing lead, (B)(6) 2013. (B)(4).